Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same month as onset. On an unknown date, the month prior to receipt of this report, the patient was treated with an unknown antibiotic intraperitoneally, (dose and frequency not reported) for peritonitis. On an unknown date, the same month as hospitalization, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Action with dianeal therapy was ongoing. No additional information is available.